Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned 19 years ago and now the lead was uncapped and functional. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.